Event description:
The customer reported that his insulin pump alarmed motor error. Troubleshooting was performed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a constant motor error alarm during rewind as a result of a corroded home switch. Further testing could not be performed due to the motor error alarms. The device had missing end cap sticker and loose motor support disk.